Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a severely calcified and severely tortuous lesion exhibiting 100% stenosis located in the proximal left anterior descending artery (lad). There was no damage noted to the packaging. It was reported that stent deformation occurred in vivo during positioning/advancement. It was stated that the event was due to use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related not device related. The procedure was not completed. The patient was reported to be alive with no injury.

Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent wraps. No deformation was evident to the distal tip. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.